Manufacturer narrative:
The intellanav mifi open-irrigated catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, the device was visually inspected and showed no abnormalities. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The device lumen was leak tested; the lumen pressure decay was measured three times. The unit passed the test without problems. The device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. Continuity, electrical and rf ablation tests were performed and the device was found within specifications. Laboratory analysis was unable to confirm the reported clinical observation of poor temperature control. Device functioned as intended.

Event description:
During radiofrequency ablation of atrial fibrillation procedure, a intellanav mifi open-irrigated catheter was selected for use. It was reported that the temperature sensor of the device was damaged, and the temperature of the device in the body was abnormal. No error message was displayed. The device has been replaced and the procedure was completed successfully with no patient complications. The device was returned for analysis.

Event description:
During radiofrequency ablation of atrial fibrillation procedure, a intellanav mifi open-irrigated catheter was selected for use. It was reported that the temperature sensor of the device was damaged, and the temperature of the device in the body was abnormal. No error message was displayed. The device has been replaced and the procedure was completed successfully with no patient complications. The device will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.